Manufacturer narrative:
One cadd prizm vip pump was returned for analysis in good condition. A cassette was attached to the pump to observe the issue and the pump was visually inspected. The customer's reported issue of "cassette damaged alarm" was unable to be duplicated. No problem was found with the pump displaying "cassette damage" alarm message when a cassette is latched and ran during the investigation. Visually inspected the pump's event history logs showed "cassette damaged alarm" messages after power down. The cause of the issue is unknown. It's recommended that the downstream occlusion to be replaced.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that post-compounding this cadd cassette, the technician noticed pinhole size defect in the bag. The reported defect caused leakage. It was also stated that air was removed from the cassette prior to addition of saline and drug to avoid over inflation of the bag. There was no patient involvement the reported event.